Event description:
On (B)(6) 2010, patient reported he cannot consistently get his blood glucose regulated. Patient stated, he will put a new infusion set in and his blood glucose will regulate around 90-110 mg/dl. Patient reported that by day two, his readings are elevated and by day three, they are extremely elevated up around 280 mg/dl. Patient stated, he will bolus 5.0 units of insulin and it won't change his readings, and then bolus 5.0 more units of insulin and it will change his blood glucose by 5-10%. Patient reported he knows the insulin is going through the infusion tubing and leaving the insulin cartridge but doesn't know where it is going. Patient stated, his blood glucose is always elevated. Patient reported there have been no error messages. Patient stated, the insulin is cold when he fills the cartridges. Advised on letting the insulin warm to room temperature. Patient reported he was getting better readings using his hips but when he used his hips, the infusion sets would get blood in them. Patient stated, on his left side, there is pain and bruising and he can feel the insulin go into his skin. Patient reported he does not have these problems on his right side. Patient reported one of his cannulas was bent when he pulled it out; he has thrown it away. Patient stated, he only gets one day when he tapes the infusion tubing to his side a few inches away from the infusion headset. Patient reported they are trying to adjust his basal rates but he can't get his readings consistent so it's hard to adjust his rates. Discussed different types of infusion sets. On follow up call to patient on (B)(6) 2010, patient reported he has started using a different infusion set and has had no issues. Sent infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.